Event description:
Hold for lois problem report 05/10/2022.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead was normal with no anomalies found.